Manufacturer narrative:
During the manufacturer's technical inspection, the fault described by the customer could not be confirmed. Instead, several additional defects were identified. The following defects were detected: led glows dimly, blade damaged, adhesive joints on the camera head worn, leaking, housing discolored, cover discolored, plug worn, software version up to date, leakage between plug and cover, leakage between blade and housing. Based on the inspection results, the customer's reported fault could not be reproduced. Improper handling during the refurbishment process caused damage to the adhesive on the camera head, allowing moisture to enter the device. This likely affected the internal electronics and may have caused a temporary led malfunction. Additionally, discoloration on the cover and housing, as well as wear marks on the plug, clearly indicate improper use. Therefore, the root cause of the defect is attributed to improper handling and misuse of the product. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cmac has dim light output and the image is interrupted from time to time. No negative impact in state of health reported.